Event description:
Reportedly during the follow-up on 13 march 2020, a battery impedance of 6.10 kohms and a magnet rate of 91 bpm were displayed on the programmer. The device was programmed in ddd mode at 60 min-1. The atrial and ventricular leads impedance measurements were 537 and 611 ohms respectively. The atrial and ventricular pacing outputs were both 2.5 v at 0.35 ms. During the follow-up on 19 october 2020, the device was found to have reached its recommended replacement time (rrt) and was pacing in backup mode. The device was explanted and should be returned for expertise. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly during the follow-up on (B)(6) 2020, a battery impedance of 6.10 kohms and a magnet rate of 91 bpm were displayed on the programmer. The device was programmed in ddd mode at 60 min-1. The atrial and ventricular leads impedance measurements were 537 and 611 ohms respectively. The atrial and ventriuclar pacing outputs were both 2.5 v at 0.35 ms. During the follow-up on (B)(6) 2020, the device was found to have reached its recommended replacement time (rrt) and was pacing in backup mode. The device was explanted and should be returned for expertise. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.